Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient reported intermittent contact with the internal device. It is unknown whether there are plans to explant and reimplant the patient as of the date of this report, (B)(6), 2011. The implanted device remains.